Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. Product ID: 8840, lot# serial# unknown, product type: programmer, physician. (B)(4).

Event description:
An attorney alleged that a medical assistant ¿took the fall¿ for a patient¿s overdose by stating that they ¿misprogrammed the pump¿. It was unknown what the pump contained at this time. The patient¿s outcome was not provided. No additional information could be obtained at the time of this event. Should additional information be provided, a supplemental report will be sent. This incident was reportedly "almost identical" to the event summarized in manufacturer's report #3004209178-2013-06690.